Event description:
An aneurx stent graft system was implanted in a patient for endovascular treatment of an abdominal aortic aneurysm. Vessel morphology at the time of implant is unknown. At the time of repair, the aortic neck was moderately angulated with disease progression. It was reported approximately 48 months post stent graft implantation, the patient was seen for a routine follow-up appointment. It was reported that the aneurx stent graft had migrated results in a type I endoleak. The physician elected to implant another manufacturer's aortic cuff. The patient presented emergently at another hospital approximately one month post aortic cuff placement. The patient was experiencing renal failure, and a possible gi bleed. The CT demonstrated that the renal arteries were not functioning, and the sma had been partially covered by the zenith cuff. The films for this case were reviewed by the physician, and it is difficult to determine how far the stent graft has migrated since there was so many different devices implanted. There is a gap between the aneurx bifurcated stent graft and the aortic cuff, which has not been repaired due to the patient's decline in health. No additional clinical sequelae have been reported.